Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received an inappropriate shock following an episode of atrial fibrillation. The patient was started on new medication, and the lead remains in use. No further patient complications have been reported as a result of this event.